Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged product issue began on (B)(6) 2017. When the patient obtained a blood glucose result of 30mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments). The reporter stated that the patient continued with his usual diabetes management routine including sliding scale of 0.5 units of insulin ¿right away¿ in response to the alleged product issue. The reporter stated that 20 minutes later the patient developed symptoms of ¿trembling in the legs and drowsy¿ tested again and obtained a blood glucose result of 1.9 mmol/l on the subject meter. The reporter denied using another device to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.